Event description:
It was reported that the ventricular lead had intermittent capture and high threshold. It was further reported that the atrial lead had increasing threshold. Both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. (B)(4) the full lead was returned, analyzed and there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the outer insulation was breached cut.